Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, the customer questioned the flu a positive result for one (1) patient sample after visually viewing the color intensity of the red line on the test cartridge. It was noted that the red line for covid appeared quicker and very dark compared to the flu a red line. There was no health impact or consequences reported. Eua# (B)(4).

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 09-aug-2024. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 3320528. The customer reported that they had 2 patients who were covid and flu a positive, and noted that the line on the cartridge for flu a was not as red as the line for covid. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. There were no photographs received, however there were return samples. The return samples were tested and passed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Manufacturer narrative:
G.4. PMA/510(k)#: eua# (B)(4) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, the customer questioned the flu a positive result for one (1) patient sample after visually viewing the color intensity of the red line on the test cartridge. It was noted that the red line for covid appeared quicker and very dark compared to the flu a red line. There was no health impact or consequences reported. Eua# (B)(4)